Event description:
On (B)(6) 2011, rayner received initial communication from mr (B)(6) (via mrs (B)(4) the rayner sales specialist) explaining that following corneal endothelial graft surgery, 3 suspected cases of opacification had been observed in pts thought to be fitted with rayner iols.

Manufacturer narrative:
This event has been allocated the reference number (B)(4). At the time of writing this initial report, we have very limited info available. Contact has been made with mr (B)(6) in order to gain all of the info that is required to conduct an investigation into the reported opacification following corneal endothelial graft surgery here at rayner. Rayner has been advised that mr (B)(6) plans to perform an iol exchange procedure.